Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the case is cracked in both front corners, battery door is cracked. Functional testing was unable to confirm/duplicate the complaint. No problem found; no repair was needed. ¿j9" connector fully seated and re-glued using all three mating surfaces on both sides of the "j9" connection. Device passed all functional and delivery tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an audible alarm background test. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.